Event description:
It was reported, a patient presented with a post-operation refractive error in the right eye. The expected outcome was +0.10 and the actual outcome was +0.75. Lens is in correct position. Srkt formula used, standard maxitrol drops qds used post op. The doctor intends to put in piggy back lens.

Manufacturer narrative:
The lot history record was reviewed for the lens and there were no nonconformities or anomalies related to this complaint. The product was deemed acceptable for release. No other complaints from the same lot, for similar code, have been received. The event investigation is underway. The device has been requested for evaluation; however, it has not been received.